Manufacturer narrative:
(B)(4). Review of the receiving inspection report for 00111214001, lot number 85524573, identified no relevant deviations or anomalies. Heraeus batch record review indicates there were no quality deviations, no change notifications, and no corrective or preventive actions. All verifications, inspections, and tests were successfully completed. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation as "inadequate mixing". The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the cement was mixed and never started to set up. They removed the other boxes in their possession with the same lot code. Per clinical follow up the reported issue occurred was during the mixing of the cement. The event was not identified immediately upon opening the device and before first use. The event not occurred during first-ever use of the product and also not related to surgical technique or user error. The surgical technique for the product was utilized. Review of the information determined that there was no patient harm/injury associated with the report and no alternate device was retrieved for use with a delay of 15 minutes. No medical intervention/additional surgical procedure was required. Product was discarded by the hospital as biohazard. No further follow up information is indicated.